Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with an issue noted during the manufacturing process. During inspection of units of the lot, eight were found with tip protectors that were improperly inserted. Rework on the units was performed, the lot was reinspected, no further defects were found, and the lot met the release criteria. It was unable to be determined whether the reported problem was related to this batch issue. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set experienced a leak from the air vent. Patient involvement is unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.